Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that one day after initial implant, pacing impedance on this right ventricular (rv) lead was found to be high out of range. Thresholds had also increased from 1.0v to 5.0v. A chest x-ray was taken, and pocket manipulation and isometrics were performed. Lead position reportedly had not changed and noise was not able to be recreated. Impedances were reportedly stable and no further interventions were reported. This rv lead remains in service. No adverse patient effects were reported.